Event description:
Customer reported that the insulin pump was no longer working. Customer stated that the insulin pump had recently fallen into the toilet. Troubleshooting could not be completed at the time of the call as the customer did not have the insulin pump with her. Blood glucose level was not provided at the time of the call. During a follow up call, customer reported being unable to remove the insulin pump's battery cap. Blood glucose level was 208 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. No battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).